Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The exhalation valve heater cable, exhalation valve heater, and display unit were replaced to resolve the reported issue. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on december 20, 2017. The gehc internal field modification number is fmi 34087. There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. The customer contact reported there is no patient information available. Unique device identifier: (B)(4).

Event description:
The hospital reported that the screen went black with an error code rest on the screen. There was no report of patient injury.